Event description:
Following an interventional procedure for stent placement, a 6f angio-seal sts plus was deployed by the cvt. Later, the pt became symptomatic with low blood pressure and an ultrasound confirmed the diagnosis of retroperitoneal bleeding. There was no surgical intervention and the pt expired approximately three hours later reportedly from retroperitoneal bleeding. No additional info is available at this time. A search of company's database revealed no angio-seal sts plus certification for the inserting cvt. The physician present at deployment was sts plus certified.